Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/07/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 472 g/m. Investigation summary : it was reported that, during an unknown surgery, the swage part of the needle was broken off, and the swage part of the needle remained on the suture. A failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number qjmdtr, and no non-conformances were identified. Additional information was requested and the following information was obtained: how the procedure was complete? No further information is available. Was more than half the needle retained in the patient? No further information is available. Is the needle piece retained in the patient? No further information is available. How was the broken needle retrieved from the patient? No further information is available. Are there any future interventions; including x-ray planned to locate the broken needle tip? No further information is available. Please provide procedure name and date no further information is available. Patient¿s current status? No further information is available. Status of product return the device has been received at (B)(6) and will be shipped. Please check rmao. No further information will be provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the swage part of the needle was broken off. There were no adverse patient consequences reported. No additional information was provided.